Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device and electrode exhibited noise that was oversensed, resulting in an inappropriate shock being delivered to the patient. Troubleshooting found oversensing of myopotential noise in the primary and secondary vectors, with the alternate vector being unsuitable. The patient was hospitalized and the device was deactivated. The physician planned to explant the s-ICD system and no new device was to be implanted.